Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion part, a lot of dust and water droplets inside the glass of the insertion part, the universal cord sheath is torn and deteriorated and component failure of the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the insertion part, a lot of dust and water droplets inside the glass of the insertion part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image blurring. The issue occurred during maintenance. There was no patient involvement.